Manufacturer narrative:
(B)(4). Eval: method: cartridge lot number search. Results: a cartridge lot number search was performed and no similar complaints were found within the same lot number. (B)(4).

Event description:
The reporter stated they have been having problems with cartridge tearing lenses, model (B)(4).